Manufacturer narrative:
Reference number (B)(4) catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. H6 code of 4581 was chosen to capture the event of peritonitis. Peritonitis is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Four hours post operatively, the patient developed severe abdominal pain when drinking fluids which continued throughout the evening and the night, it was managed by regular analgesia. Initially the patient was given paracetamol, increased to morphine 2.5 mg and oramorph throughout the night. The patient remained uncomfortable despite the administration of analgesia. On 14 dec 2023, a CT scan was done showing free fluid and gas in ther peritoneum/peritonitis. The patient received IV fluids, pain relief and monitoring and remained under the surgical care in the hospital. There was no diagnosis of pneumoperitoneum given.